Event description:
Co received, on may 19, 1997, a medwatch report informing that the previously referenced device had, on april 30, 1997, been explanted from the pt. This was necessary because the last 5" of the distal end of the catheter had been completely torn from the device. The device had been implanted on august 22, 1996. The explanted device was sent to gerard for analysis. Co found that one end of the catheter was noticeably compressed or fish mouthed".